Event description:
It was reported via repair work order that the scale was inaccurate as it was out of calibration. It was also reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.